Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: the surgeon inserted the large clip applier through the appropriately sized trocar and upon penetration, the blue seal tore away form the hub of the trocar causing a pneumoperitoneum leak.